Event description:
One user facility reported a patient complaining of pain in the eyes during a course of radiation treatment. The user facility reported the patient possibly has an injury to the lens of the eye. The user facility reported the possible injury was due to an incorrect patient set-up performed by the user facility staff. The pinnacle3 radiation therapy planning system was the treatment planning system in use at the user facility.